Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported higher values while scanning the adc freestyle libre 2 sensor. As a result, on the evening of (B)(6) 2021 to (B)(6) 2021, the customer injected insulin (dosage unknown) and prior to going to sleep. The customer was found with a loss of consciousness and was brought to the hospital and was provided a glucose infusion for a diagnosis of hypoglycemia. No further information was reported. There was no report of death or permanent injury.